Event description:
Ref sn# (B)(4) model irc5po2v per (B)(6) (B)(4). The concentrator has low 02 output and stops running.

Manufacturer narrative:
(B)(4).

Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is leaking.